Manufacturer narrative:
The investigation determined that a discordant reactive vitros anti- sars-cov-2 total result was obtained from a single patient sample processed using vitros cov2tot reagent lot 0012 on a vitros 5600 integrated systems. A definitive assignable cause for the discordant reactive cov2tot result could not be determined with the information provided. Based on historical quality control results a vitros cov2tot reagent performance issue is not a likely contributor to the event as all vitros qc fluid results were within the correct IFU interpretation region. Additionally, there is also no indication of any instrument malfunction and precision testing performed was within ortho acceptable guidelines. Therefore, an instrument issue is not a likely contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Furthermore, sample mix up could not be completely ruled out as a cause of the discordant result obtained. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lot 0012.

Event description:
An ortho clinical diagnostics (ortho) laboratory specialist (ls) contacted the ortho technical solutions centre (tsc) on behalf of a customer to report a discordant reactive vitros anti- sars-cov-2 total (cov2tot) result was obtained from a single patient sample on a vitros 5600 integrated system. The vitros cov2tot result was considered discordant as a non-reactive result was obtained for the same sample using a vitros cov2tot method at another vitros user site. Patient 1 result of 1.22 s/c (reactive) versus the expected result of non-reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros cov2tot result was not reported from the laboratory to a physician and was not used to aid in diagnosis of sars-cov-2 infection but was generated during validation or method comparison testing. Patient management was not influenced based on the vitros result and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).